Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 200 mg/dl at the time of the call. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer also reported a hospitalization event for their high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 521 mg/dl. The customer stated they were hospitalized due to diabetes ketoacidosis. Customer stated their hospitalization was not caused by the insulin pump, but by a bladder infection the customer had. It was found the customer's blood glucose was stabilized with ivs of insulin. No additional information provided.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with intermittent button response during testing due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).